Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient denied any traumas. The representative was unable to determine when the impedance issues started and until the stimulator shut off the patient denied any change in stimulation sensation. The patient was going to follow-up with their doctor and get x-rays. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient used her stimulator intermittently. Patient reported that she recently stopped feeling relief from the stimulator. The manufacturer's representative (rep) met with the patient and interrogated the battery and found the battery had reached end of service (eos). During an impedance check, the rep found contact 5 had a >10k impedance. It was reported the battery was a non-rechargeable and eos was due to normal circumstances. Patient redirected to follow-up with their hcp. No further complications were reported/anticipated.